Event description:
Related manufacturer reference number: 2017865-2022-13024. Related manufacturer reference number: 2017865-2022-13023. Related manufacturer reference number: 2017865-2022-13022. It was reported that the patient expired due to ventricular fibrillation. The implantable cardioverter defibrillator delivered shocks but was unable to convert rhythms.

Manufacturer narrative:
Correction h6 codes health effect - clinical code was ventricular fibrillation should be arrhythmia.

Manufacturer narrative:
The product was returned for the reported event of patient death due to inadequate high voltage output. As received, the device was above elective replacement indicator. Visual examination found no anomalies besides body fluid stains in the header. The device image was analyzed and found no anomalies and the device passed all tests in the unity test system product analysis. The reported event was not confirmed.